Event description:
The programming history database was reviewed. On (B)(6) 2010, two system diagnostics were performed and one resulted in "fault", which changed the patient's settings. The device was re-programmed; however, as only the output current was adjusted, the patient left the office with inefficacious settings.

Manufacturer narrative:
Analysis of programming history.